Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for pump use was intractable spasticity and cerebral palsy. After the patient's second pump was implanted in 2011, the patient was in the intensive care unit (ICU) and they had to watch his respiration. The patient started jerking "looking like he was having a seizure"; however, the reporter clarified that it was not a seizure and was like withdrawal. The patient was in the ICU for 3 days. The patient was also given an antibiotic "ancef" and the patient had a severe reaction to it. After the patient returned home, he had a severe infection. Additional information was requested regarding drug information, patient medical history, onset of the event, troubleshooting/diagnostics performed, actions/interventions taken, and the cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.